Event description:
It was reported that the ventilator was disconneted and generated alarms indicating high expiratory minute volume and high tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.